Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history and were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A facility representative reported a patient with glare and blurry vision for five years following an intraocular lens (iol) implant procedure. The lens was exchanged and a vitrectomy was performed.

Manufacturer narrative:
Product evaluation: information was provided that the lens was removed after five years and replaced with a monofocal lens. (B)(4).